Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported constant downstream occlusion alarm which was not reproduced. During the eval, the downstream sensor current reading was out of spec with fluid filled set loaded. The downstream pressure plate gap was also found out of spec. The downstream sensor and the downstream tubing guide were reworked and recalibrated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion. Message. It was also reported there was no pt involvement.